Event description:
On (B)(6) 2023, a sales representative via sems reported that an ar-6480 dualwave arthroscopy fluid management system had an issue. The surgeon thought the pump was pumping too much fluid into the joint and felt the pressure reading might be off compared to other pumps in the same facility. It was stated that this has happened with multiple different inflow pump tubing lot numbers. The case was completed as normal with no further details. This was discovered during an unspecified procedure, with no reported adverse event or patient harm. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is not confirmed. -one unpackaged ar-6480 dualwave arthroscopy fluid management system was returned for investigation. - visual evaluation showed the original warranty seal was present and completed. - the returned device was assembled with a new ar-6410 arthroscopy pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on, for 70 minutes and no error messages and no audible alarms were triggered. -during the test, no pressure problems were found with the device. - a clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected. No problem found. -the device was assembled with an ar-6430 to test the outflow system. No issues were noted after pressing the lavage and then the rinse buttons. No problem found. - it was noted the pump motor and rotating parts made a slightly loud noise when it was running. - the most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. The manufacturing date of the device is april 2016-06. - the review of complaint records for serial number (B)(6) shows that the device has no previous complaints. -complaint allegation is not confirmed.